Event description:
The hospital reported that during routine sterilization of the scopes, two vh-1111 were discovered to be generating a cloudy image. There was no pt involvement. The products were returned.

Manufacturer narrative:
Maquet cardiovascular received the device on (B)(4), 2010. Visual inspection revealed that the lens rim was slightly dented. A follow-up report will be sent when the final investigation has been completed. (B)(4).